Manufacturer narrative:
The manufacturer previously reported a ventilator failed to power on due to the device's system board. The system board was returned to the manufacturer's quality assurance laboratory for further investigation. The root cause was found to be consistent with program corruption of the flash u3 on the system board.

Event description:
The MFR rec'd info alleging a ventilator was alarming and failed to power on. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's system board was replaced to address the issue.